Manufacturer narrative:
D10: concomitants: (B)(6) - 300-01-11 - equinoxe, humeral stem primary, press fit 11mm. (B)(6) - 320-01-42 - equinoxe reverse 42mm glenosphere. (B)(6) - 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6) - 320-15-01 - eq rev glenoid plate. (B)(6) - 320-15-05 - eq rev locking screw. (B)(6) - 320-20-00 - eq reverse torque defining screw kit. (B)(6) - 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. (B)(6) - 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. (B)(6) - 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6) - 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6) - 320-42-00 - equinoxe reverse 42mm humeral liner +0. (B)(6) - 531-20-00 - shldr gps rvrs drill kit. (B)(6) - 531-78-20 - shouldr gps hex pins kit. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 67 yo male patient, initial left shoulder implanted on (B)(6) 2023, underwent a revision procedure on (B)(6) 2024, approximately 1 year 1 month post the initial procedure. The patient was revised due to infection. The surgeon explanted the prosthesis, performed a washout and total debridement of the wound, then replaced the components. There were no device breakages or surgical delays during the procedure. An x-ray was provided. The patient was last known to be in stable condition following the event. No device returns for analysis anticipated. The devices were disposed of. Device images were provided. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.